Manufacturer narrative:
Patient age and describe event or problem updated.

Event description:
It was reported that a delivery system kink occurred. The patient was a very small female with short anatomy, mild curvature of the aorta with moderate eccentric nodules of calcium present. During advancement of a 23mm lotus edge valve system, it appeared that the delivery system kinked. The delivery system was withdrawn and a second advancement was attempt when the kink was seen clearly and the lotus edge valve was removed from the patient. A non boston scientific (bsc) valve was then used. Complications arose with the second non bsc valve. Resuscitation was attempted. Patient passed away on the table. It was further reported that that patient's anatomy was challenging. The imaging during the procedure was not optimal. During the use of the non-bsc valve, the non-bcs valve was placed without issue. During withdrawal of the non-bsc delivery system, the nose cone of the delivery system interacted with the valve frame and the valve embolized up. The patient went into cardiac arrest. Resuscitation was started while the physician attempted to snare the valve with a gooseneck snare. Thirty minutes of intermittent cardiopulmonary resuscitation (CPR) was performed and the patient died on the table.

Event description:
It was reported that a delivery system kink occurred. The patient was a very small female with short anatomy, mild curvature of the aorta with moderate eccentric nodules of calcium present. During advancement of a 23mm lotus edge valve system, it appeared that the delivery system kinked. The delivery system was withdrawn, and a second advancement was attempt when the kink was seen clearly and the lotus edge valve was removed from the patient. A non boston scientific (bsc) valve was then used. Complications arose with the second non bsc valve. Resuscitation was attempted. Patient passed away on the table.